Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant high inratio inr result in comparison to the laboratory inr result and unspecified point of care (poc) inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 4.2, poc inr: 2.5 and 2.5, laboratory inr: 4.1; (B)(6) 2014, 2.1 and 2.0, 5.0. The time between testing: (B)(6) 2014 minutes between the doctor's inratio readings and the lab draw and on (B)(6) 2014, it was minutes between readings. The physicians office used two (2) different inratio monitors and it is unk which monitor produced which result. Therapeutic range 3.0 - 3.5 for the pt. There was no reported adverse pt sequela. There was no add'l info provided.